Event description:
During orthopedic procedure using a 5mm drill bit from a one time use 6.5/7.3 cannulated screw set, the bit broke off in the pt's bone. Pieces recovered from right femur, some particles remained. No harm to pt.